Event description:
It was reported that the left ventricular (lv) lead was fractured. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6981m crdm adaptor (B)(6) 2007; 5068 pacing lead (B)(6) 1999; 5092 pacing lead (B)(6) 1999. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.